Manufacturer narrative:
Correction h1: type of reportable events: malfunction. H5: imdrf annex f grid: f26. H6: investigation summary: two x-ray photos were provided to our quality team for investigation. Upon examination of the returned photo, it was observed that needle inserted in a body. Based on the investigation with the photo sample analysis the symptom reported is confirmed, but without the physical sample analysis a probable root cause could not be offered. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that the bd luer-lok¿ syringe with attached needle broke off while inserted into a dog's neck. Two x-rays were took after the incident and surgery was performed to remove the needle. The following information was provided by the initial reporter: we had a bd plastipak 3ml syringe with 25g x 5/8 needle, where the needle broke off under the pet's skin. I would like to make the company ( bd , becton, dickinson and company ) aware of this safety concern. It broke off at the hub's base. Additional info received on 3may2023 how did the hub break? The needle broke off at the hub base while inserted into a dog's neck for a jugular draw ; patient was spike ike, incident was (B)(6) 2023. When the break discovered? Before use, during use or after use? During and after - when the sample was not flowing into the syringe. Is there any adverse event to the patient? He had to undergo a procedure to remove the needle from under skin, but he recovered completely . If you are unable to send a sample, can a photo be provided? Attached are two x-rays we took immediately - following the discovery of the needle breaking off.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe with attached needle broke off while inserted into a dog's neck. Two x-rays were took after the incident and surgery was performed to remove the needle. The following information was provided by the initial reporter: we had a bd plastipak 3ml syringe with 25g x 5/8 needle, where the needle broke off under the pet's skin. I would like to make the company ( bd , becton, dickinson and company ) aware of this safety concern. It broke off at the hub's base. Additional info received on 3may2023: how did the hub break? The needle broke off at the hub base while inserted into a dog's neck for a jugular draw ; patient was spike ike, incident was (B)(6) 2023. When the break discovered? Before use, during use or after use? During and after - when the sample was not flowing into the syringe. Is there any adverse event to the patient? He had to undergo a procedure to remove the needle from under skin, but he recovered completely. If you are unable to send a sample, can a photo be provided? Attached are two x-rays we took immediately - following the discovery of the needle breaking off.